Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the latch lock sensor failed during testing¿ was confirmed through latch lock test and occlusion test. The device event log/alarm history review showed high alarm displayed: cassette locked but not attached. The probable cause was unknown. The latch lock sensor was replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch lock sensor failed during testing.